Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, spontaneous abortion, parity 3, gravida ii, heartburn, appendectomy, smoker, pain in hip, laparoscopy, heavy periods and vaginal delivery. Previously administered products included for an unreported indication: ibuprofen, tylenol, zofran, ondansetron. And norco. Concurrent conditions included cervical dysplasia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. The patient was treated with surgery (bilateral tubo-uterine implantation was preformed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion, complete occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-jul-2019: pfs & mr received: previously reported event ¿injury¿ was updated to ¿medical device removal¿, concomitant conditions and lab data, new reporters ,insertion and removal date was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.